Manufacturer narrative:
(B)(4): (use of high-pressure oxygen). Event evaluation: still under investigation.

Event description:
A cook airway exchange catheter was used to exchange an uncuffed cric tube for a cuffed cric tube. During the exchange, someone hooked 24l of oxygen flow (instead of 2l) to the end of the catheter as there was an airway adapter on the cae. Within 2 minutes the patient developed bilateral pneumothoraxes, cardiac arrest and ruptured scrotum. He eventually passed away. Although the mistake in putting 24l of oxygen through the cae may have done the damage; the physician feels that if the airway adapter wasn't automatically attached, the rt wouldn't have automatically attached o2. The patients o2 sat was fine and didn't require supplemental oxygen. The adverse events were the bilateral pneumothoraxes, cardiac arrest and ruptured scrotum due to the high volume of air that patient was receiving through the cae.